Event description:
Product was opened in the field, surgeon tried to fire stapler but device would not fire. Another product was obtained. Procedure was delayed approximately 5 minutes and no injuries to the patient were reported.